Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, the home patient pressing go and starting therapy without her being connected is a known cause of this type of issue. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It provides step-by-step instructions for when and how to connect to the disposable set. It also provides step-by-step instructions for properly repriming the patient line. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) device during use. The homepatient (hp) was connected in initial drain. The baxter technical service representative (tsr) had the caregiver (cg) close all the clamps and cycle the power. The tsr explained the alarm and advised the cg to start over with new suppies. The cg stated that they pressed go before starting therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.